Event description:
It was reported that during a sigmoidectomy procedure that the hand switch did not activate. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.